Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient started treatment with amikacin injection (1g, once a day for 23 days), ceftazidime injection (1g, once a day for 23 days) and heparin injection (1cc, once a day, for 23 days). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the pd catheter was removed 30 days after event onset and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.